Event description:
This case was initially received via regulatory authority (valvira, reference number: (B)(4)) on 21-jan-2021. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('extreme pain in the pelvic area') in a female patient who had essure (batch no. 626914) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced procedural pain ("insertion was a very painful procedure"). In 2015, the patient experienced anaphylactic shock ("anaphylactic shock"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysgeusia ("metallic taste in mouth"), abdominal distension ("stomach was swollen as if I had been pregnant"), fatigue ("really tired"), arthralgia ("pain in joints") and hypersensitivity ("allergies appeared") and was found to have weight increased ("gained weight"). The patient was treated with surgery. Essure was removed in (B)(6) 2019. At the time of the report, the pelvic pain, procedural pain, weight increased, dysgeusia, abdominal distension, fatigue, arthralgia, hypersensitivity and anaphylactic shock outcome was unknown. The reporter considered abdominal distension, anaphylactic shock, arthralgia, dysgeusia, fatigue, hypersensitivity, pelvic pain, procedural pain and weight increased to be related to essure. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (valvira, reference number: (B)(4) on 21-jan-2021. The most recent information was received on 27-jan-2021. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('extreme pain in the pelvic area') in a female patient who had essure (batch no. 626914) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced procedural pain ("insertion was a very painful procedure"). In 2015, the patient experienced anaphylactic shock ("anaphylactic shock"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysgeusia ("metallic taste in mouth"), abdominal distension ("stomach was swollen as if I had been pregnant"), fatigue ("really tired"), arthralgia ("pain in joints") and hypersensitivity ("allergies appeared") and was found to have weight increased ("gained weight"). The patient was treated with surgery. Essure was removed in (B)(6) 2019. At the time of the report, the pelvic pain, procedural pain, weight increased, dysgeusia, abdominal distension, fatigue, arthralgia, hypersensitivity and anaphylactic shock outcome was unknown. The reporter considered abdominal distension, anaphylactic shock, arthralgia, dysgeusia, fatigue, hypersensitivity, pelvic pain, procedural pain and weight increased to be related to essure. Lot number: 626914 manufacturing date: 2008-04 expiration date: 2010-03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jan-2021: quality-safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report

Manufacturer narrative:
This case was initially received via regulatory authority (valvira, reference number: (B)(4)) on 21-jan-2021. The most recent information was received on 04-feb-2021. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('extreme pain in the pelvic area') in a 38-year-old female patient who had essure (batch no. 626914) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced procedural pain ("insertion was a very painful procedure"). In 2015, the patient experienced anaphylactic shock ("anaphylactic shock"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysgeusia ("metallic taste in mouth"), abdominal distension ("stomach was swollen as if I had been pregnant"), fatigue ("really tired"), arthralgia ("pain in joints") and multiple allergies ("allergies appeared") and was found to have weight increased ("gained weight"). The patient was treated with surgery. Essure was removed in (B)(6) 2019. At the time of the report, the pelvic pain, procedural pain, weight increased, dysgeusia, abdominal distension, fatigue, arthralgia, multiple allergies and anaphylactic shock had resolved. The reporter considered abdominal distension, anaphylactic shock, arthralgia, dysgeusia, fatigue, multiple allergies, pelvic pain, procedural pain and weight increased to be related to essure. The reporter commented: the patient (actually 49 years old) was unable to say when the symptoms started. She started to suspect symptoms after reading news on essure. According to the patient's recollection, the first magnetic resonance imaging was done in 2017. Endometriosis was ruled out, and no explanation was found for the symptoms. After the essure implants were removed, the symptoms disappeared. Diagnostic results (normal ranges are provided in parenthesis if available): magnetic resonance imaging - in (B)(6) 2017: endometriosis was ruled out, and no explanation was found for the symptoms. Lot number: 626914 manufacturing date: 2008-04 expiration date: 2010-03. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer or regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 4-feb-2021: reporter answered to follow up request: the patient was unable to say when the symptoms started. She started to suspect symptoms after reading news on essure. According to the patient's recollection, the first magnetic resonance imaging was done in 2017. Endometriosis was ruled out, and no explanation was found for the symptoms. After the essure implants were removed, the symptoms disappeared. The patient was currently aged 49. No additional information was available. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.